Event description:
The customer reported the battery will not lock into the rear cover. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The philips bench technician could not duplicate the customer's complaint. There is no issue with the device when using ac power. Based on the customers report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.